Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, occlusion alarms occurred during bolus delivery. The occlusion alarm was resolved by changing the cartridge and infusion set. As the customer changed the supplies to the pump prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusions was unable to be performed. There was no impact to the customer's blood glucose level.